Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable. Model ec38-i10cl-us is available in the USA with a 510k number k190805.

Event description:
Ift bumped at 11 cm. This event occurred at the time of during inspection. There was no report of patient harm.

Manufacturer narrative:
The device overhauled. If additional information becomes available, a supplemental report will be filed with the new information.